Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a device capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the device procedure for over 2 years, and was trained by a given representative. The vacuum source used was a medela pump but it is unknown what the vacuum pressure was before the procedure (with and without finger). The vacuum pressure during placement was 550. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will not be returned to given. The physician is not clear to what caused the failure to attach.

Manufacturer narrative:
The product sample was not returned for analysis. Without a sample, we are unable to determine the cause of the reported event. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for over 2 years, and was trained by a given representative. The vacuum source used was a medela pump but it is unknown what the vacuum pressure was before the procedure (with and without finger). The vacuum pressure during placement was 550. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will not be returned to given. The physician is not clear to what caused the failure to attach